Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to the (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (revision surgery required and product code jdi).

Event description:
Revision surgery required. It was reported, "atv rollover - for 2 1/2 weeks pt walked on it. The ceramic head fragment in 30 pieces. Ceramic liner marked by metal trunnion. Replaced with 625-0t-32f (B) (4), (B) (4) & (B) (4). Neck/trunnion were damaged & marked from rubbing cup inserter."